Event description:
It was reported that a severe allergic reaction causing redness, burning sensation and blisters had occurred while wearing the pod for an unknown amount of time. Patient went to the ER (emergency room) and treated with bacitracin. According to the patient they were released a few hours later. The pod was not worn when they were seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.